Event description:
It was reported that a patient with a 25mm 11500a aortic valve underwent redo aortic valve replacement procedure after an implant duration of eight (8) months due to endocarditis. The patient presented with cardiogenic shock. The patient was doing well post procedure. Simultaneously, the patient underwent redo mitral valve replacement.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, b5. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was reported that a patient with a 25mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration eight (8) months due to central regurgitation. The procedure was performed with a 26mm 9750tfx transcatheter valve. The patient was in stable condition post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 11500a inspiris resilia aortic valve underwent a valve-in-valve procedure after an implant duration of eight (8) months due to severe regurgitation. The patient presented with shortness of breath. The tavr procedure was performed utilizing a 26mm 9750tfx sapien 3 ultra transcatheter valve. Per medical records, the reason for implantation of the inspiris valve was due to aortic and mitral valves endocarditis. Seven months later, the patient presented with dyspnea and fatigue and imaging revealed severe aortic regurgitation, mild to moderate mitral regurgitation, ruptured aortic aneurysm, and vascular fistula between the ascending aorta and the left atrium. The patient underwent percutaneous intervention to treat the aortic aneurysm and repair the fistula. Two months later, the patient underwent transcatheter aortic valve replacement. There was an immediate improvement in the aortic valve function. The patient was discharged from the hospital pod #2.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, b7, g3, h6 (health effect - clinical code, type of investigation, investigation findings, investigation conclusions). Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Based on the additional information obtained, this event has been reconsidered to be reportable, and this correction is being submitted.